Manufacturer narrative:
One patient sample was sent for investigation. The differences of the ft4 values, generated with the different types of analyzers, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. No product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module compared to an accuraseed analyzer. Based on the data provided, the elecsys ft4 iii (ft4 iii) results were discrepant between the accuraseed analyzer and the customer's e801 module. The sample was submitted for investigation where discrepant elecsys ft3 iii (ft3 iii) results were identified between the customer's e801 module, the accuraseed analyzer, the abbott architect method and an e801 module used at the investigation site. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. It is not known if the initial results from the 801 module were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4).